Event description:
A nurse reported that during surgery haptic breaking off once it was in the eye. Subsequently the lens was removed during initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).